Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that a revision took place due to a rise in pacing thresholds when it comes to this right ventricular lead since the replacement of the device in (B)(6) 2019. It was decided to use the defibrillation portion of this lead while another right ventricular lead was used for pacing. No adverse patient effects were reported.